Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 359-600 mg/dl; cause was unknown. Reportedly, a correction bolus and correction injection were delivered to address bg. This event did not cause any injury. No additional patient or event information was available.